Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
During a pantalar fusion surgery, both of the calcaneal screws were misaligned with the panta nail on the medial side of the nail. The physician had to manually insert the calcaneal screws; but only inserted the proximal calcaneal screw and the distal screw was not inserted. There was a reported 1 hour delay in surgery due to this issue.